Event description:
It was reported that the lead exhibited less than 200 ohms impedance and intermittent capture in the bipolar setting. False high ventricular rate stored electrograms which were -clearly noise- were also noted.